Manufacturer narrative:
Device evaluated by manufacturer: contrast was visible in the guide wire lumen of the device which is consistent with the device being prepped for procedure. The stent delivery system (sds) with stent was visually, tactilely and microscopically examined along the entire length and found the device with proximal stent and tip damage. The first three rows of proximal struts were damaged and extending back up to 180 degrees. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure stent damage occurred. While removing the 4.00x16mm taxus liberte stent from the packaging, it was noticed that the stent struts were lifted off of the balloon. The device was not used and a different device was used to successfully treat the unspecified left anterior descending artery (lad) target lesion. No patient complications were reported with the patient's current condition listed as 'fine'.

Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure stent damage occurred. While removing the 4.00x16mm taxus liberte stent from the packaging, it was noticed that the stent struts were lifted off of the balloon. The device was not used and a different device was used to successfully treat the unspecified left anterior descending artery (lad) target lesion. No patient complications were reported with the patient's current condition listed as 'fine'.

Manufacturer narrative:
(B)(4)